Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd eclipse¿ needle there was an issue with needle separation and leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the unspecified bd eclipse¿ needle there was an issue with needle separation and leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: complaint trending and device history record review is not possible to perform since no lot number has been provided. No significant trend is observed for this defect on the reported product family. Pictures are not clear enough to evaluate the incompatibility issues reported by customer. Related to bent cannula, provided picture shows microlance 3 needles not eclipse needles. Based on above information, without affected sample and since we do not know if instructions were correctly followed, bd could not identify any possible root cause related needle manufacturing process at this time. Since complaint is not possible to confirm, it was determined that no corrective actions are required at this time.